Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. A specific cause for the patient¿s infection and bleeding could not be conclusively determined through this evaluation. A direct correlation between the reported events and the device could not conclusively be determined through this investigation. The patient¿s pump was not explanted. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for abdominal pain not associated with the heartmate 3 left ventricular assist system implant kit. It was noted that the patient had colon cancer. A colon hematoma surgery was performed. The hematoma was not thought to be related to the device or device related therapy. The patient had epileptic lung disease and it worsened following the surgery due to an artificial respirator. The patient later died of pneumonia.